Event description:
A customer reported that control-iq was not adjusting insulin delivery as expected. The customer's blood glucose level was reported at 52 mg/dl, indicating a low level. In response, the customer consumed carbohydrates to address the low blood glucose. The control-iq system was confirmed to be on, and technical support educated the customer about how control-iq predicts glucose values and adjusts insulin delivery based on cgm readings and the total daily insulin (tdi) settings. Despite the explanation, the customer did not acknowledge that the control-iq was functioning as intended, as the tdi was incorrectly programmed.